Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to unspecified reasons. "The physician performed a sphincter review on patient. He did not communicate to boston because he figured there would be no need to remove or change the prosthesis. In the end, it was explanted." Additional information received states that the aus device was explanted because the patient had difficulty urinating and required a cystostomy.

Manufacturer narrative:
D4: model number: 72400024; lot number: 666545003; model description: balloon fgs 61-70 cm; model number: 72400098; lot number: 761122013; model description: control pump fgs. Investigation summary: with all the available information, boston scientific concludes as no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided. Device technical analysis: upon return at our post market quality assurance laboratory, the complaint device was visually and microscopically inspected; no damage or abnormality was noted. Leakage testing found no evidence of leaks in any of the system components. Functional testing was performed and the device operated within specification. A product malfunction could not be identified as the probable cause of the reported events. Product analysis was unable to determine the cause of the reported evnt; an investigation conclusion code of known inherent risk of device was selected as dysuria is included as a potential adverse event within product labeling. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Risk review: a review of the ams 800 hazard analysis was completed and confirmed that the event of dysuria was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: dysuria is listed as a potential adverse event in the physicians manual. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to the labeling. The manual was unlikely to be the cause of the reported complaint.

Manufacturer narrative:
Medical device: model number: 72400024, lot number: 666545003, model description: balloon fgs 61-70 cm. Model number: 72400098, lot number: 761122013, model description: control pump fgs.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to unspecified reasons. "The physician performed a sphincter review on patient. He did not communicate to boston because he figured there would be no need to remove or change the prosthesis. In the end, it was explanted." Additional information received states that the aus device was explanted because the patient had difficulty urinating and required a cystostomy. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.